Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter: consumer legal claim. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Patient reported a revision of a right hip to treat discomfort and mobility issues. The femoral head was revised. No additional information for this revision is available. Doi: 2008; dor: (B)(6) 2020; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation, was not possible as the required lot number was not provided.